Event description:
International affilate reports signs of infection approx one week after implanting the bactiseal catheter with a shunt. The surgeon was unsuccessful in an attempt to treat with antibiotics. The bactiseal catheter and shunt were explanted. Pathology determined the organism causing the infection was staphylococcus aureus. It is reported that the pt did not have any sign of orgainsm before the devices were implanted.